Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery cap was not loose, cracked or damaged. Customer also stated that this is not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer was advised to discontinue use of insulin pump and revert back to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. No battery alert noted during testing.